Event description:
The recipient is reportedly experiencing pain during device use. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage on the top cover. Also, the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. The reported complaint of pain with stimulation could not be verified during this analysis, which was limited in some respects due to the electrode being severed prior to receipt. The device passed the electrical tests performed. However, this device had a gross leak at the seam weld. This was induced during the failure analysis process. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's pain reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.